Event description:
Event description guidant received information that six months post implant, this left ventricular implantable lead became dislodged. The lead was unable to be successfully repositioned due to clots.